Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having petrolatum base. They will damage latex and may burst balloon. Before using, please inspect visually whether products are all complete or surface war valve type: to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe 'stick' in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation needed."

Event description:
It was reported that the catheter fell out of the patient with a burst balloon. This was found by the nurse during rounds. Per additional information from ibc via email 23oct2019; there were no missing pieces to the burst balloon. Per additional information from investigator via email 31oct2019; it was determined that the user was using a petrolatum base paraffin oil as a lubricant. The IFU states not to use petrolatum base lubricant.